Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, a fluid loss alarm was received at approximately 10cc at 25 cc/min. The case resumed and a second fluid loss alarm was received (amount and rate not noted). A second tenaculum was added and a third fluid loss alarm point, the procedure was aborted. Follow up info received on june 22, 2009, revealed that it could not be confirmed whether or not there was leaking at the cervix or if there was any internal absorption, nothing unusual about the cervix, and no indication of overdilation. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the product has been disposed: therefore, a failure analysis of the device could not be completed. If any additional, relevant info is received, a supplemental medwatch will be filed.